Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate high voltage (hv) therapy due to incorrect interpretation of signals. Programming changes were made. The patient was stable.